Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Tient hasn't used therapy in a couple of years, and when they went to check their ins, their patient programmer (pp) displayed a power on reset (por) message; por meaning was reviewed and a loss of stimulation was reported. They have an upcoming surgery (not device/therapy related) on (B)(6) 2017 where electrocautery will be used and the healthcare provider (hcp) said they want the ins off for it. As a result of what was reported, the patient was redirected to their hcp doing the surgery. The hcp can call the manufacturing company and the por meaning can be reviewed or they can page a local manufacture representative (rep). No further patient complications have been reported as a result of this event.